Event description:
It was reported that the patient's pacemaker exhibited diagnostics anomaly. No intervention or adverse patient effects were reported.

Manufacturer narrative:
Correction-section g3: the missing date received by manufacturer in MDR-2025-24374-01 was 19 jun 2025.

Event description:
New information received notes that the patient presented to the clinic for a scheduled follow up. The patient's pacemaker exhibited diagnostics anomaly potentially due to the device had not been checked in five years. The patient's data was reinputted and the patient had no adverse consequences.